Event description:
The device was implanted on (B)(6) 2012, during a left breast unilateral cosmetic procedure with strattice placement to left medial capsule; patient had palpation of implant medially. The patient developed a seroma and the physician inserted a drain on (B)(6) 2012. A culture was taken and was positive for mrsa. Patient had a red breast for about three weeks, localized to where the strattice was implanted. Patient was started on duracef for pre-op on (B)(6) 2012, then switched to levaquin on (B)(6) 2012 for 10 days. The strattice was removed on (B)(6) 2012 and a second culture taken was positive for (B)(6). It was reported that the patient is doing well.

Manufacturer narrative:
Method: review of device history records for lot s11058. Query of the lifecell complaint system for any other complaints reported against devices distributed from lot s11058. Results: review of device history records for the complaint-related lot resulted in no remarkable findings. Processing records indicate the lot was sterilized within process parameters. The lot met all qc release criteria, including bacterial endotoxin. (B)(4). Conclusion: lifecell concludes that a serious injury occurred; the patient underwent an additional surgery to remove the device. Based on internal investigation, the device met qc criteria at the time of release. The infection is unlikely to be related to the strattice, but the device as a contributing factor in the development of infection cannot be ruled out. Seroma occurrence is a documented complication associated with breast surgery independent of the use of surgical mesh. Device was not returned to lifecell.